Event description:
It was reported that the stent fracture occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). An 80% stenosed target lesion was located in a non-tortuous and non-calcified left anterior descending artery (lad). The lesion was predilatation with a balloon at 12 atmospheres for 10 seconds. A 4.00 x 38 synergy drug eluting stent was deployed at 12 atmospheres for 20 seconds from left main coronary artery (lmca) to lad. The distal lad post dilated with a 4.5 x 12 mm balloon at 20 atmospheres for 10 seconds and lmca post dilated with 5.5 x 12 mm balloon at 18 atmospheres for 10 seconds. Post ptca, intravascular ultrasound (ivus) run and showed the distal segment was 8.16mmsq, mid was segment 10.10mmsq, ostial segment was 11.20mmsq, and lmca was 15.67mmsq. The stent was with well apposed with no edge dissection. The ivus revealed that the stent fractured at left main segment and 2-3 mm of left main structs were not visible. The fractured stent was not removed from the patient. There was no patient complication reported.